Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes are underfilling. The following information was provided by the initial reporter: "customer reported having experienced low vacuum during the use of product #367841 - tube k2edta plh 13x75 2.0 plbl lav"

Manufacturer narrative:
H.6. Investigation summary: mat: 367841. Lot: 1350316. Bd did not receive customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory were inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes are underfilling. The following information was provided by the initial reporter: "customer reported having experienced low vacuum during the use of product #367841 - tube k2edta plh 13x75 2.0 plbl lav."